Event description:
Consumer reported that her daughter used thermacare pain relieving heatwraps, neck wrap, 1 applic for five or six hours on her calf, directly on the skin, 1/day for 1 day on 20-feb-2006 to get some warmth on a muscle she "pulled in softball". She reported that her daughter experienced a third degree burn that was about two and a half inches by four inches wide on her leg; the burn site was red and then developed a huge/humongous blister. The consumer reported that her daughter's burn had been debrided twice in her pediatrician's office; the area was not infected, but had to be watched closely. The huge blister had to be taken off and treatment included applications of prescription silver sulfadiazine 1% cream and daily bandage changes; the area was still really red and throbbing and her daughter was in real agony. She stated that her daughter was in constant pain all the time and she could barely walk; she mentioned that her daughter who was in middle school had to miss her first softball game, a dance and "everything in her whole life" since she was burned. The consumer reported that her child was continuing to receive daily dressing changes that included the use of an unspecified "salve". Her daughter was better than she was; the area did not get infected, but it was very large and still painful, but it was healing. She reported that her child had been in pain for two weeks and the experience was very hard and really horrible for her daughter. She mentioned that the area was debrided "by cutting it" and during course of treatment they had "gone through tons of gauze and rolls of tape". The consumer stated that "we are on the other side of it finally" and it had been "a bad thing".